Manufacturer narrative:
Model # and if ind/preanda, give protocol # are unknown. No product information has been provided to date. Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the cassette caused the pump to exhibit a no disposable clamp tubing alarm. No patient injury was reported.